Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor stall error. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a070908 annex b: b01 annex c: c02 annex d: d02 annex g: g03005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a channel error,motor stall error was confirmed and replicated during the investigation. The internal inspection revealed the optocoupler (op1) on the air in line (ail) sensor assembly was found to be broken. The ail sensor was temporarily replaced for testing purposes only, and preventive maintenance using alaris system maintenance v12.3 was performed without any alarms or error codes. Log review was deemed unnecessary since there was no patient involvement. Bd alaris system user manual (v12.1), states within warnings and cautions: perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the ail sensor assembly, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor stall error. There was no patient involvement.